Event description:
It was reported that the patient with this pacemaker had possible erosion and infection. Reportedly, the pacemaker protrudes more than the previous device. The patient also had pain at device site when laying on side. There were no additional adverse patient effects reported. The pacemaker remains in service.